Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. See MFR report ref# 2919069-2022-00023-00 for the adverse event.

Event description:
The vacuum accumulator of the cell-dyn sapphire analyzer had overflowed and leaked out to the table and floor causing the abbottlink power cord to get wet. Visible smoke was observed from the abbottlink power cord. The customer was wearing personal protective equipment. The field service engineer (fse) inspected the analyzer and found dried vacuum pump which caused the vacuum accumulator to overflow. The fse also replaced the power cord for the abbottlink firewall. No impact to patient management was reported.

Manufacturer narrative:
Section b5-describe event or problem: updated with additional information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Event description:
Additional information received on 29aug2022. The analyzer had not been powered off when the fluid was being cleaned-up.

Manufacturer narrative:
The customer reported the cell-dyn sapphire¿s vacuum accumulator level sensor failed, allowing fluid to flow into the vacuum and out into the table and floor, causing the abbottlink power cord to get wet. Visible smoke was observed from the abbottlink power cord. The field service engineer (fse) inspected the analyzer and replaced the vacuum accumulator. The fse also replaced the power cord for the abbottlink firewall. There was no damage to the facility reported.the investigation included review of product historical data and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. Section 8 of the cell-dyn sapphire operator¿s manual provides information on potential hazards to personnel and potential damage to the laboratory environment. Based on the investigation, no systemic issue or deficiency of the cell-dyn sapphire for serial number (B)(6) was identified.